Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have failed the electrical continuity test, which had indicated there was an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and the current flow was not detected across one grip tip. There was no obvious damage to the conductor wire. Further testing was performed by advance failure analysis (afa) and found that the instrument failed the continuity test for one of the grips. There was no obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed and no residue or contamination was found on the eeiib board pin that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end near the internal hypotube cable junction. The internal hypotube junction is within the main tube near where the main tube meets the lower chassis. The complaint regarding incomplete energy release was confirmed by failure analysis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires during wire routing, and continuous rubbing against the hypotubes during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had an incomplete energy release. The procedure was completed with no reported injury.